Event description:
Patient with left ventricular assist device (lvad) therapy for 19 months; post lvad course persistently complicated with lvad hemolysis/thrombosis requiring lvad exchange 9 months prior to this event. In an attempt to prevent the complications of further pump thrombosis, we stopped the lvad/ discontinued vad therapy and attempted to support patient with inotropes. Unfortunately, patient developed worsening cardiogenic shock and msof over the next 48 hours. Patient ultimately expired.